Manufacturer narrative:
Analysis confirmed the pump battery displayed high resistance. Updated: result code is no longer applicable. The result codes have been updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2 ,000mcg/ml; 426.3 mcg/day via an implantable pump. It was also indicated the dose was 450 mcg/day. Medication the patient was taking at the time of the event was oral baclofen 10mg three times per day. Indication for use was intractable spasticity and other spasticity. The date of the event was (b)(5) 2016. It was reported an alarm was heard and confirmed by telemetry. The pump logs were checked. A critical alarm occurred and low battery reset. Repeated motor stalls occurred and the pump was reset to safe state. The patient experienced baclofen withdrawal and spasticity returned. It was unknown what diagnostics and troubleshooting was performed. The pump was replaced (B)(6) 2016. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.